Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was overdue for a calibration. Customer stated that she had a head cold and her blood glucose was running high at 593 mg/dl. Customer stated that she tried to calibrate but the pump did not give that option. Customer was explained that the pump will not calibrate with a blood glucose reading over 400 mg/dl. Customer was advised that it is best to calibrate when her blood glucose is stable and below 250 mg/dl. Customer stated that she has treated with a bolus from the pump. Customer checked her blood glucose again and it was at 518 mg/dl.